Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. We were unable to verify excessive no delivery alarm or perform the functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had a cracked case at display window corner, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery 37 times since yesterday. The patient's blood glucose at the time of incident is unknown. The customer also received many battery alarms as well. The customer changed her infusion set 4 times yesterday. Troubleshooting did not occur. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.